Event description:
It was reported that the purewick device was not suctioning anything. Water was used as a test to determine whether it would function properly, but it did not work. The customer stated that the device did make the usual operating noises when it was turned on, as it normally does when functioning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.